Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported their bottom tooth chipped. They were seen by their dentist who stated the tooth chipped because their bite is incorrect due to the aligners. The patient also reported jaw pain that their dentist attributes to the byte aligners.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.